Manufacturer narrative:
There were no zilbs-635-8-4 (zilver biliary) devices of lot number c850992 in stock at the time of the complaint investigation. A 1 x zilbs-635-8-4 device of lot number c850992 was returned for evaluation. The device was returned in the original packaging and was open on receipt. On evaluation of the returned device, it was noted that a stent was returned deployed. Info rec'd stated that "the stent was completely released outside the patient by the physician after the procedure". The red safety lock was in place on the device. No evidence of tactile damage was noted during the inspection of the flexor. The inner catheter was found to be 11mm outside of the flexor. However when the safety lock was removed and the handle retracted fully, the inner catheter retracted fully ino the flexor. There was no damage evident on the deployed stent. Comments provided by the physician stated that "I did not notice the event during preparation. Since the user was used to zilbs, the device might be defective". Comments provided by the sales rep and dealer stated that "I suppose that the event occurred due to user's technical error". A definitive cause for the reported observation could not be determined as we cannot replicate the conditions of use in the laboratory. As per the instructions for use, ifu0065-1, the user is advised of the following: "prior to deploying stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement". Prior to distribution all zilbs-635-6-6 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-8-4 device of lot number c850992 did not reveal any discrepancies that could have contributed to this issue. From the info provided, there were no adverse effects to the patient as the incident occurred prior to patient contact. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Just before inserting the device into an endoscopic channel, the physician noticed that the stent was partially deployed, despite the safety lock being in place-only the stent tip was deployed. Another device was successfully used to complete the procedure.